Event description:
Synopsis: a consumer reported that his wife used thermacare pain relieving heatwraps, neck wrap 12 hrs overnight and reported blisters on her hip upon removing the wrap in 2005. After self-treating with aloe vera ointment she sought treatment in the emergency dept 6 days later, where the physician's clinical impression included a one percent spotted second degree burn to lower back that was healing, but had eschar. Treatment included debridement and application of silvadene cream. Physician's visit 3 days later revealed numerous punctate burns on lumber area, but no surrounding cellulitis and it was recommended that she continue with the topical cream in addition to soap and water scrubs daily. Follow-up physician visit 3 days later revealed burns have a yellowish-green dried middle with surrounding erythema. A wound culture was taken and treatment included keflex. Follow-up physician visit 13 days later revealed burns were resolving nicely and she still had scabs over the burn on the left lumbar area with no drainage or evidence of cellulitis. A consumer reported that his wife used thermacare pain relieving heatwraps, neck wrap 1 applic for 12 hours overnight, 1/day for 1 day and awoke with her night gown wet with clear liquid; four broken disc-sized blisters were discovered on her hip upon removing the wrap. The consumer reported that he applied aloe vera ointment to the area. The case outcome was not recovered/not resolved. Past med history included: allergy- none reported, med history -"recent shoulder surgery," other medical conditions". Concomitant medications included: analgesics "pain medications", "others". Exact product used previously: yes. No further info was provided. The consumer reported that she knew that the area across the back of her back by her waist was still oozing because it was still moist. She stated that she could not see it very well, but her husband had told her that the area was really bad when he first saw it, but mentioned that he thought it looked a little bit better this morning. The consumer reported that she did not see her physician, but was treating the area herself. She stated that she had bad arthritis, so she really used thermacare wraps on the shoulder and the back a lot. No further info was provided.

Manufacturer narrative:
Lot number provided by the consumer (l0101u8n) was not an actual product lot number. Unable to clarify and obtain accurate lot number to date. Actual product was not returned for evaluation and therefore unable to determine if this event was due to a product defect.